Manufacturer narrative:
This report is being submitted to correct the FDA product code to eoq.

Event description:
Additional information received identified the diagnostic procedure was prolonged for less than 30 minutes and no additional anesthesia was required. There were no adverse events or complications noted. No additional/diagnostic interventions undertaken to investigate the fallen fragments inside the lungs the patient¿s outcome due to the procedure was reported ¿as expected".

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Event description:
The olympus employee reported on behalf of the customer that during bronchoscopy and lung lavage, both therapeutic and diagnostic procedure, the pulmonologist wanted to wash the lungs following a bronchoscopy and used a truncated (shorter) needle and tucked the truncated needle into the valve for washing and injecting physiological water, when the single use biopsy valve detached from the valve and very small pieces went into the patient's lungs. They aspirated the pieces with the bronchoscope suction and according to the customer no more pieces of this valve were left in the patient. It was reported that there was a possibility of a plan for x-rays to confirm. The procedure was completed with the same device. The procedure was prolonged to remove the rubber pieces, however the time of delay is unknown. It was reported that the lumps were suctioned and impossible to recover afterwards and the leftover of the cap was thrown away by the nurse afterwards. The device was cleaned disinfected sterilized device for use.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 months since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: according to the information provided, it was recognized that the slit of the biopsy valve was broken, and the fragment fell off into the patient¿s body. It is presumed that when the instrument was inserted into the endoscope, or when the instrument was inserted and handled after insertion, it was inserted at an angle to the instrument and an excessive load was applied to the base of the slit, which could not withstand the load and broke, resulting in the event described. There is a possibility that the insertion and removal of the instrument at an angle to the product may have caused an overload at the base of the slit, resulting in a small crack. It is assumed that the cracks expanded and eventually ruptured as a result of continued loading, and as a result, fell out of the patient body. Rationale: it was confirmed that the slit breaks or falls off when the instrument is inserted or removed while tilted against the product attached to the endoscope. A definitive root cause cannot be identified. The event can be detected/prevented by following the instructions for use (IFU) in section 9.5: caution. Insert the endo-therapy accessory into the valve as straight as possible angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged. Olympus will continue to monitor the field performance of this device.